Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. DHR review: part number: 284580. Supplier lot number: c27a10171. Release to warehouse date: 7/31/12. Manufacturing date: 7/1/12. Expiration date: n/a. Supplier: (B)(4). Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Performed service and repair functions as per (B)(4). Reviewed service history. Attach box label, dhs-sav001-fms, and electrical safety. Made adjustment on suction's door hinges to correct issue. Also replaced crack irrigation safety door. The unit passed all diagnostic tests, functional tests, and is fully operational. This report is being filed from the(B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that a fms duo+ pump/shaver combo suction window will not stay closed this was during a knee scope. Completed surgery by taping window down. No surgical delay and no patient harm reported.